Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: due to damage on channel tube, water tightness is lost; image guide protector is damaged; universal cord has wear; video cable has wea; switch2 has a wear; and due to damage on coupled charging device (ccd)unit, a noise image occurs. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated: h3, h4, h6, h10. Corrected: b5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the reported issue was confirmed. A definitive root cause of the reported no image/black and observed noisy image issues could not be determined, however, due to an observed leak in the forceps channel, the issues were likely the result of an ingress of water into the device, causing damage to the charged-coupled device (ccd) unit a noisy and intermittent image. The event can be detected/prevented by following the instructions for use (IFU) which states: important information ¿ please read before use. Warnings and cautions: caution turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions; disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received by the customer: the intended procedure was a diagnostic bronchoscopy. The issue was noticed during the procedure

Manufacturer narrative:
The device was returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the bronchovideoscope, had a black screen. The issue occurred during reprocessing. The procedure was unknown. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.